Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the field clinical specialist that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure on (B)(6) 2017. At the xiphoid incision, the physician experienced difficulty with securing sutures at the incision site. The difficulty was attributed to patient condition. The electrode remains in-service. Subsequently, boston scientific received on a clinical report from the primary investigation site in (B)(6) 2018. The patient was presented to the clinic for a one week post-implant check. An inspection of the xiphoid incision site identified no redness, drainage or swelling. The incision glue was intact. The left lateral incision was swollen associated with light redness along the incision line. There was no drainage. The patient had no fever or chills.